Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mc7084, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke when sewing myometrium. Changed another one to complete the surgery. No additional information could be provided. There were no adverse consequences to the patient reported.